Event description:
During tavr [transcatheter aortic valve replacement] procedure. Perclose device failed. Stitch felt like it was stuck causing possible femoral artery trauma. Artery cutdown and open repair.